Event description:
Right stereotactic breast biopsy was being performed by dr. The patient has surgical clips from a previous breast surgery. During the collection of the specimens, one of the prior breast clips got jammed in the 9-gauge biopsy needle. That caused the power drive of the needle to seize up. The breast tissue became caught up on the needle. Dr. Had to use her scalpel to free the tissue from the needle to remove it.